Event description:
The ICD was explanted due to capture and sensing anomaly, a lead fracture was observed as a result of subclavian crush syndrome. The device delivered a large number of shocks inappropriately due to noise that resulted in premature battery depletion. The decision was made to explant the ICD and lead.